Event description:
Balloon was inflated per policy, while waiting for the 30 stretches to complete, balloon popped while in pt. Doctor immediately pulled out the scope with the ruptured balloon. It was cut off the wire with wire cutters and removed from the scope. Doctor immediately went back into esophagus to monitor for any injury or trauma. Pt was having an upper endoscopy.